Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review shows no evidence of ¿load step malfunction¿, multiple ¿loss of prime¿ due low non-zero force warnings are observed on the reported date. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump passed ¿ez-prime¿ steps successfully, the pump is able to load and prime a cartridge correctly, no load step malfunction was duplicated. Force sensor calibration reading correctly. The cover was removed, force sensor flex pins were found intact and secured to the printed circuit board socket, no intermittent condition was found to the force sensor circuit this report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.